Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation and unexpected occurrence of stimulation. Disconnected electrodes were identified and reprogramming was performed. A revision procedure was performed to remove the previously implanted lead extension and the previously implanted lead was directly connected to the closed loop stimulator.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation and unexpected occurrence of stimulation. Disconnected electrodes were identified and reprogramming was performed. A revision procedure was performed to remove the previously implanted lead extension and the previously implanted lead was directly connected to the closed loop stimulator.

Manufacturer narrative:
The lead extension was discarded and was not returned for analysis. Without the return of the lead extension for analysis, it is not possible to reach a definitive root cause for the noted disconnections. It was noted that the lead extension was permanently implanted. The manufacturer's instructions for use (IFU) cautions that the lead extension should only be used as part of a trial system and should not be implanted for connection to an implanted cls. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.